Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840 lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the hcp had recently inherited the patient and upon reviewing the patient¿s programming and chart the hcp noted a discrepancy in what was programmed for a drug concentration and what the patient¿s chart read. The hcp checked back with the compounding pharmacy and got the actual concentrations of the mixture. The patient's chart read 40mg/ml but the pump was programmed to 20mg/ml dilaudid and 7mg/ml bupivacaine @ 10mg/d and 3.5mg/d respectively. The reporter was unaware of any symptoms the patient had because of the programming error that occurred. The patient¿s previous hcp had made the error. The day of the report the refilled with the appropriate concentration of dilaudid (40mg/ml) and bupivacaine (7mg/ml). It was further clarified that prior to the refill on (B)(6) 2014, the concentration in the pump was 40mg/ml but the pump was programmed to 20mg/ml. The pump was programmed to deliver 10mg/d, however, the patient was truly receiving 20mg/d. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information received reported that the manufacture representative did not have telemetry strips for this patient. It was noted that the patient was doing well and did not have any symptoms or problems associated with the event.